Manufacturer narrative:
Expiratory valve was sticky. Expiratory valve was replaced. Device works as intended now.

Event description:
Hamilton medical ag received the following description:respiratory therapist complains of high pressure alarms. Biomedical worked on it over several complaints and never really saw problem but this last time did see sticky plunger.